Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this device, another manufacture's right ventricular (rv) lead displayed fluctuating pace impedance measurements ranging from 700 ohms to greater than 2000 ohms. It was reported that the r wave measurements had also decreased from the previous device measurements. The pocket was reopened and reinserted the rv lead into the header and lead numbers returned to the range the were with the previous device. There were no adverse patient effects reported. The device remains in service.